Event description:
Patient's av pacing wires pulled post operative day 5, status post CABG surgery. Approximately 30 minutes, post pull, patient started complaining of shortness of breath, however, o2 saturation remained in the 90s. Medical staff was notified and assessed patient as having pleural effusion due to significantly diminished breath sounds on the right. Patient was given lasix 20 mg. Approximately one hour post pull, patient's hr 120-130s, but 02 saturations and bp still adequate. Decision made about this time to intubate the patient due to his increased work of breathing. After intubation, the patient coded and acls was started for pea, pulseless electrical activity, (no shockable rhythms during code). Pea thought to be the result of massive pulmonary embolism or tamponade, so treatment continued to focus on pea resuscitation. Patient expired 1 hour and 15 minutes after onset of initial symptoms. Post-mortem immediate cause of death noted as exsanguination due to transmural perforation of right ventricular wall, severe cad and chf. Perforation described as "probe patent transmural perforation, approximately 0.1 cm in diameter, of right ventricular free wall." Vein bypass grafts in place with anastomoses intact.